Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a scheduled follow-up, non-sustained right ventricular oversensing episodes were observed due to myopotential inhibition. Noise was observed on the electrogram from remote transmissions. It was suspected there was a possibility of myopotential oversensing. Turning the low frequency attenuation filter off was recommended. The patient will be monitored with routine follow-up. No further information is available.